Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). A watermark at the base of the tail was not observed. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Therefore issue is not confirmed due to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported an error message with the adc freestyle libre 2 sensor, after 5 days of wear. The customer became hypoglycemic and experienced symptoms of seizure and a loss of consciousness the customer was unable to self-treat due to the reported symptoms; however, no additional information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported an error message with the adc freestyle libre 2 sensor, after 5 days of wear. The customer became hypoglycemic and experienced symptoms of seizure and a loss of consciousness the customer was unable to self-treat due to the reported symptoms; however, no additional information was reported. There was no report of death or permanent injury associated with this event.